Manufacturer narrative:
The balloon pulled away from the catheter during removal. No further information received from the customer after repeated requests. Product not being returned as it is in the pt and the pt is doing well. There were no deviations in the lot history record.

Event description:
The balloon pulled away from the catheter during removal.